Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2017-00954. It was reported the patient's right lead has migrated (confirmed via x-ray). Surgical intervention is planned as the next course of action. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-00954. Follow-up identified the patient underwent surgical intervention to explant and replace the leads. Effective stimulation was restored following the procedure.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2017-00954. Reference MFR. Report: 3006705815-2017-01205. Follow-up identified during the patient's lead revision procedure, it was determined the leads had partially pulled out of the ipg header. As such, the ipg was also explanted and replaced.